Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a backflow of fluid was observed from the secondary bag to the primary bag (250 ml container). The user noticed the primary bag becoming larger and infused all of the primary bag so the patient received the total amount of antibiotic plus additional fluid from the flush bag for a total of 350 ml. No patient harm was reported.

Event description:
The customer reported a backflow of fluid was observed from the secondary bag to the primary bag (250 ml container). The user noticed the primary bag becoming larger and infused all of the primary bag so the patient received the total amount of antibiotic plus additional fluid from the flush bag for a total of 350 ml. No patient harm was reported.